Event description:
Two endeavor rx drug-eluting stents were implanted, one in the proximal rca and one in the 1st obtuse marginal. It is reported that the patient suffered an acute non-q-wave, non-stemi the day after the index procedure. It is reported that the patient suffered troponin elevation without clinical symptoms. Patient was taking asa and clopidogrel 24 hours before the event. At 1 month, 6 months, 1 year, 1.5 years and 2 years follow-ups patient was asymptomatic / free of symptoms. (Reference MFR 2953200-2010-01976).

Manufacturer narrative:
(B)(4). Evaluation results: (myocardial infarction).